Manufacturer narrative:
The field service engineer found a hole in the tubing above the reagent probe and found dripping from the sipper. He replaced the tubing and solenoid pinch valves. He performed an instrument check, precision testing, and qc. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit. Sample 1 initial ft3 result was 32.6 pg/ml and the repeat result was 2.7 pg/ml. Sample 2 initial cortisol result was 634 ug/dl and the repeat result was 11.9 ug/dl. Sample 3 initial folate result was 40 ng/ml and the repeat result was 4.2 ng/ml. Sample 4 initial ft4 result was 7.7 ng/dl and the repeat result was 1.0 ng/dl. Sample 5 initial probnp ii result was 50 ng/l and the repeat result was 2455 ng/l. Sample 6 initial psa result was 0.45 ng/ml and the repeat result was 6.58 ng/ml. Sample 7 initial shbg result was 2 nmol/l and the repeat result was 57 nmol/l. Sample 8 initial t3 result was 651 ng/ml and the repeat result was 92 ng/ml. Sample 9 initial testosterone ii result was 1500 ng/dl and the repeat result was 341 ng/dl. Sample 10 initial anti-tpo result was 600 iu/ml and the repeat result was 15. 4 iu/ml. Sample 11 initial tsh result was 0.06 uiu/ml and the repeat result was 23.5 uiu/ml. The questionable results were reported outside of the laboratory. The reagent lot numbers were ft3: 611920, cortisol: 595572, folate: 651508, probnp ii: 630007, psa: 652127, shbg: 611914, t3: 580132, testosterone: 620931, tpo: 646495, and tsh: 631966. The other reagent lots and the expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.